Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088559. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe breast and nipple and sharp chest pain."

Event description:
Patient reported via regulatory agency "severe breast and nipple and sharp chest pain". Patient additionally reported "unexplained joint and muscle pain, severe migraines, vision and memory loss, and skin issues, and severe nausea and food aversions that were not present prior to implants"; these events are not device related. The device was explanted. This record is for the left side.